Event description:
Upon review of the event history for another report of a colleague infusion pump, on (B)(6) 2010, it was discovered that failure code 810:11 interrupted an infusion. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 6.13.92, categorized as remediated.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.